Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted also received within normal operating currents. No damage found on the c13 lcd isolation tape noted. No unexpected bad battery alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump screen went off. Customer stated the battery seemed full. Customer changed the battery. Customer's blood glucose was 136.80 mg/dl. Checked alarm history and found there was bad battery and battery status was showing three bars and then stopped working. No further information provided.